Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
A home care pt has recently reported an increase in smartsite breaking during use. They would like to know if this is related to their cleaning method. The customer reported that they are using 2% chlorhexidine swabs to disinfect the valve. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info provided.